Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a product deficiency was identified. See additional manufacturer narrative for full investigation details.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscopic inspection revealed the first cylinder had a hole at the corner of a fold in the middle section. The outer sleeve was completely torn, and broken fabric threads were observed from the proximal end to the distal end. Multiple folds showed wear, and a leak was noted at the same fold corner. The second cylinder exhibited a completely torn outer sleeve with broken fabric threads from the proximal to distal end, wear at multiple folds, and a bulge in the middle when inflated with a syringe. Visual inspection of both rtes showed surface scaling. Microscopic inspection indicated the standard inflate/deflate pump had kink resistant tubing (krt) worn to the filament, and the outer layer of the pump bulb showed wear from contact with the pump strain relief krt junction. The krts were worn to the filament, and the pump exhibited scaling on the bulb. The standard inflate/deflate pump passed the leakage test. Based on the information available and analysis results, the first cylinder leak at the corner of a fold and torn fabric threads and second cylinder bulge and torn fabric threads from wear could have caused or contributed to the device being removed; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.